Manufacturer narrative:
The insulin pump operating currents are within the specification, no unexpected low battery, off no power, failed battery test or weak battery alarm noted, however battery tube was corroded. No bank display or damage inside pump noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.(B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming failed battery and the damaged. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 138 mg/dl at time of reporting. Nothing further reported.